Manufacturer narrative:
Initial.

Event description:
It was reported that a user sought to return an ilet system after experiencing recurrent hypoglycemia, including approximately five low blood glucose events within 24 hours and a documented nadir of 40 mg/dl, despite prior consultation with their healthcare provider and trainer and completion of troubleshooting and education; no alerts or alarms were reported. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included temporary interference with daily activities. Investigation included a review of use history and user-reported information. Investigation of this case revealed no device alarms or confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.